Event description:
Customer reported that during routine testing, the electrocardiogram signal can not be seen on the display. No reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.